Event description:
It was reported that the customer's blood glucose was 400mg/dl. It was further reported that the customer's insulin pump had been previously replaced. The customer had not yet connected to her new insulin pump, and the event occured while trying to program it. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
See medwatch report 2032227-2014-37419 for additional information on this customer. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).